Event description:
It was reported to the aci sales professional that a (B)(6) female patient with a history of peripheral vascular disease (pvd) and bilateral iliac stents underwent a peripheral diagnostic procedure on (B)(6) 2010. Access was obtained from the left groin via a 6f sheath. The technician trained to the mynx closure device proceeded to deploy the device. No contrast was used in the mynx balloon during deployment. An hour post procedure, the patient developed intense leg pain and impaired distal pulses on the left side. The patient was taken back to the angiography lab where access was obtained from the right groin to perform an arteriogram that showed blocked flow on the left side. It was reported that the patient had an extremely difficult anatomy and stents in both iliacs, so a vascular surgeon was called in to perform a cut down procedure to check the obstruction. Per the op report, the physician removed a "collagen like plug and thrombus" from the common femoral artery (cfa) and blood flow was restored to the leg. He also noted that severe pvd was present in the cfa. On (B)(6) 2010, the aci sales professional reviewed the pre-closure groin shot with the lab which showed narrowing of the vessel distal to the arterial sheath. The patient was reportedly doing fine on (B)(6) 2010. No further clinical sequela was reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received, the root cause of the reported sealant misdeployment could not be conclusively determined. It was reported that a "collagen like plug and thrombus" was removed from the common femoral artery (cfa). However, without source documents or the material to perform chemical analysis, the composition of the reported occlusion could not be conclusively determined. In addition, it was reported that the pre-closure groin shot showed the narrowing of the vessel distal to the arterial sheath. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with small common femoral arteries (<5mm in diameter). Additionally, the physician noted severe peripheral vascular disease (pvd) in the vicinity of the puncture site. In addition, the mynx IFU states, confirm evidence of adequate flow and absence of significant pvd in the vicinity of the puncture via femoral angiogram prior to mynx use. Also, the IFU states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline) in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy during deployment. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.